Event description:
Discordant low results for anti-rubella igg were obtained on an advia centaur xp instrument. The results were reported to the physicians. The samples were repeated and corrected results were reported out. There are no known reports of patient interventions or adverse health consequences due to the discordant low anti-rubella igg results.

Manufacturer narrative:
A siemens field engineer (fse) was dispatched to the customer site. The fse found that the customer experienced quality control (qc) problems but continued to run patient samples and to report the results. The fse identified that the customer had not updated the values of the current qc materials in the instrument and the qc was performed with the wrong ranges of old qc lots. The fse found that diluter 3 and the two way valve for the base pump were damaged and replaced them. The fse ran background readings with good results and ran anti-rubella igg, anti-toxoplasma igg and anti-hepatitis c virus (hcv) calibrators and qc in 10 repeats with excellent results in range, low coefficients of variation and no flyers. The instrument is performing within the specifications. Further evaluation of the device is not required.